Event description:
The pt was implanted with a synchromed pump and cathter in 1999 for intrathecal infusion of bdnf(brain derived neurotrophic factor) as a research pt in a protocol for amyotrophic lateral sclerosis pts. The physician noted a catheter break in the distal spinal section on x-ray and returned to the or with the pt to place another model 8703w catheter. No adverse events have been pt to place another model 8703w catheter. No adverse events have been reported with placement of the new catheter.